Event description:
It was reported that the onset of the patient's infection was end of (B)(6) 2017 and that both the lead and generator was explanted in (B)(6) 2017. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was explanted in 2017 due to a pseudomonas infection sometime after the patient's generator was replaced on (B)(6) 2017. The patient's device history records for the generator and lead were reviewed. Sterility of both products prior to release was verified. No further relevant information has been received to date. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.